Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Per wo notes, it was determined that the device had a failed mixing pump. Customer would like to have the 2000-hour service. The outcome of the repairs is currently unknown as the work order was canceled but will be updated if more information is provided. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device gave error 001 (patient line open) and 002 (low flow). Per wo notes, it was determined that the device had a failed mixing pump. Customer would like to have the 2000 hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device gave error 001 (patient line open) and 002 (low flow). Per wo notes, it was determined that the device had a failed mixing pump. Customer would like to have the 2000-hour service.